Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the device caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06-feb-2019 with the following findings: there was evidence of short battery life in the black box records illustrated by drastic drop in voltage that led to a replace battery warning. On investigation, the pump powered on to a 2-bar power indication instead of 3 bars. The alleged short battery life issue was confirmed and duplicated. Ez-prime steps were completed. Electrical current draws were found to be within specifications. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation with moisture inside the battery compartment. Leak testing confirmed moisture ingress at the site of the crack. There was no moisture inside the pump¿s interior compartment. Also unrelated, to the original complaint, the display was noted to be dim/faded/discolored.